Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that patient was suddenly tremoring again as of (B)(6) 2016. When he had his left side turned on and programmed on (B)(6) 2016, they were told they would be able to adjust the right and left sides up and down four notches. They had been able to adjust the right side, but not the left. This was noticed on (B)(6) 2016. They saw the surgeon on (B)(6) 2016, but the nurse did not remember how to increase and decrease on the left. The consumer and patient were assisted with using the programmer and found they had the ability to increase on the right side, but the left side did not allow any changes. They got the upper limit screen and lower limit screen. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.